Manufacturer narrative:
It was reported that the patient developed an ulcer/pain. The custom insole was returned for evaluation; a gap found on the insert compared to the clone. The root cause could have been due to fit issue and rubbing. Additional reporting on this event will be provided as a supplemental report if more information becomes available.

Event description:
It was reported that the patient developed an ulcer/pain.